Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the rota burr was stuck on the lesion. A 1.50mm rotalink plus was selected to treat the target lesion located in the proximal segment and mid segment of the left anterior descending artery (lad). During the procedure, following a successful rotablation of the mid lesion, the physician tried to pull the rota burr back through the proximal lesion, however, vessel spasm was noted around the rota burr and it stalled. Several attempts of coronary nitro were given, but still the rota burr would not come out. A secondary bsc guide wire was placed next to the rota burr. Several techniques were used to try to inflate a balloon next to the burr to get it out of the vessel and reduce spasm. The patient was completely stable and had normal flow down the coronary arteries while this occurred. Multiple attempts were used to pull the burr through the spasm vessel but the calcium would not allow it to come out. A secondary balloon was placed over the coronary wire but would not fit through the 7f bsc guide catheter. The physician advanced the guide catheter and pulled the burr and it popped out of the lesion itself. The procedure was completed by using the choice pt wire to deliver multiple balloons for pre dilatation of both the mid and proximal lesion. In the distal and proximal lesion two bsc stents were deployed with excellent results. No further patient complications were reported and the patient's condition is stable.